Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and excessive no delivery alarm noted. The motor was tested outside of the device and passed. Insulin pump passed self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no low battery alert noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 583 mg/dl. The customer did not provide information about symptoms and treatment. The customer also reported that the insulin pump had motor error alarm and keypad was unresponsive. The customer also stated that the battery does not last more than a week and they had failed battery and no delivery alarm. Customer reported the drive support cap appears normal. Customer did not report an motor position encoder error. Customer was able to complete pump rewind. The insulin pump will be returned for analysis.